Manufacturer narrative:
The report of a device failing to alarm for air in line was not confirmed. Inspection: pump module 13321930 was received with instrument seal missing. The right (male) iui was observed with damaged isolation ribs. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Log analysis results: the pcu event log shows pump module s/n (B)(6) was programmed to infuse drugid 263 at a rate of 100ml/hr with a vtbi of 50ml at 9:48 am on 26 october 2020. The ail bolus limit was set for 250microliters with accumulated air enabled. At 10:19 am, the infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. The user changed the vtbi to 50ml and started the infusion. At 10:50 am, the infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. The user changed the vtbi to 100ml and started the infusion. At 11:50 am, the infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. The user changed the vtbi to 50ml and started the infusion. At 12:21 pm, the infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. The user changed the vtbi to 125ml and started the infusion. At 1:17 pm, the user changed the vtbi to 100ml and started the infusion. At 1:53 pm, the user paused the infusion. At 1:55 pm, the user channeled the device off. The volume recorded as being infused during this period was 401.983ml. A review of the pump module error log found no errors during the time of the reported event. Test results: functional testing performed found the pump module can detect both single air boluses as well as accumulated air boluses per specification at the settings that the device was set for at the time of the reported event (250microliter with accumulated air enabled). Test method: 1503-001-002-r ail threshold test method. The root cause of the reported device that did not alarm for air in line was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 03 february 2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 11 january 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported device failed to alarm in the acute care center for air-in-line event while infusing IV immunogobluin gammagard 20 grams/400ml to run starting at a volume of 50ml and increased to 400ml over 4 hrs. At 13:17, the nurse interrupted the infusion (which had infused about another 100 ml at that point for a total of 350 ml so far) and programmed a vtbi of 100 ml. The rn reported that the pump did not alarm at the end of the drip and continued to infuse air-in-line past the sensor." There was no patient harm reported, "it was a near miss. The nurse happened to see air infusing in line toward the patient past the sensor and stopped the pump before the air reached the patient's vein."

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported device failed to alarm in the acute care center for air-in-line event while infusing IV immunogobluin gammagard 20 grams/400ml to run starting at a volume of 50ml and increased to 400ml over 4 hrs. At 13:17, the nurse interrupted the infusion (which had infused about another 100 ml at that point for a total of 350 ml so far) and programmed a vtbi of 100 ml. The rn reported that the pump did not alarm at the end of the drip and continued to infuse air-in-line past the sensor." The sn of the device in question is (B)(4) and pcu sn (B)(4) . Biomed could not replicate event during pm. There no patient harm reported, "it was a near miss. The nurse happened to see air infusing in line toward the patient past the sensor and stopped the pump before the air reached the patient's vein."